Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented an issue of the light source not illuminated during therapeutic gall bladder stone surgery. There were no reports of patient harm.